Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The download data showed timeouts during the run, but the data showed that the ratchet gear continued to rotate during these timeouts. The drive mechanism was inspected but no abnormalities were noted. It was concluded that the observed timeouts did not influence the performance of the device or contributed toward the reported symptom code. No damages or defects were observed that would result in a needle mechanism failure, a root cause for the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.